Manufacturer narrative:
Upon further examination of the MDR report 1221359-2021-02644, the protor and the patient disagreed on the results for one test. Conflicting results is when more than one test has been used with different results generated for both tests, making this not true conflicting results and no longer reportable.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported conflicting results with the binax now covid-19 home test. Although requested, no additional information, including patient treatment and outcome was provided.